Manufacturer narrative:
Trend analysis: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.